Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. The events of "developed painful lump and swelling in the treated area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects. "The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Method of use ¿ posology. Do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reports an adverse event with juvéderm® volbella¿ with lidocaine as: "injection approximately 6 weeks ago and patient developed painful lump and swelling in the treated area around 4th week. Treated with antibiotics, which resolved the lump/swelling and pain. Pain has since returned upon completion of course of antibiotics; pain has since returned with pressure felt around the orbital rim and behind the eye, although no swelling or pain as such". Symptoms resolved following hyalase.